Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Unit received with cracked case on the back at the battery tube area, and broken battery tube threads. (B)(4).

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer reported that there was a crack at the back of the insulin pump all the way to the battery compartment. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.